Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was hospitalized due to an unknown reason.